Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a flow rate inaccuracy. The patient was on a furosemide drip at 20mg/h or 5ml/h and it was observed that the pump did not infuse the correct number of drops during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional flow testing, the reported flow issue could not be reproduced. The flow rate of the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.